Event description:
The torque did not work on the driver. It did not "click out". Excessive force was applied and the torque driver up twisted and broke off. This was the first use of the device and first screw tightened. The driver tip wedged inside the screw hex. The screw is tight and the surgeon does not think that the tip can migrate. There was no significant delay. As an unintended piece was left in the implant an MDR is being fled to document this event.